Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6: h4: the device was manufactured from august 30, 2019 - august 31, 2019. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which noted a segment of the tubing line that was malformed (pinched). The unit was leak tested with green colored water and a leak was observed at the malformed (pinched) area on the tubing line. The reported condition was verified. The actual cause of the condition could not be determined, however, it was likely due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a tube leakage issue. This was identified at the dispensing room during an unspecified treatment. The user replaced the device and a new device was used to continue the patient's treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.